Event description:
It was reported that the outflow graft (ofg) white cap, used during pump preparation, was damaged and created a hole/tear in the healthcare professional's glove. A glove tip was placed over the threaded end of the ofg connection to retain sterile saline inside the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was no adverse patient impact. There was a delay in the procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed as no product was returned for investigation. A specific cause for the event could not be conclusively determined through this evaluation. The patient remained ongoing until (B)(6) 2025 when they passed away due to bi-ventricular heart failure. The outcome was not considered device related. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 5 of this IFU contains instructions for unpacking the sealed outflow graft (5-15) and preparing the sealed outflow graft (5-16). Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no issues removing the leur lock cap.